Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. Patient weight updated from the site.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
A manufacturer representative reported that, while in a cranial biopsy, it was reported that an imprecision occurred resulting in healthy brain tissue being sampled rather than a diagnostic sample. It was reported that there was a two hour delay to the procedure and that the imprecision was 1mm off. No additional information was provided.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that there were no errors logged in the logs. Analysis found that the analysis was inconclusive and probable cause was unable to be determined.